Manufacturer narrative:
The customer was able to troubleshoot the leak on their own. They customer found that the leak was caused by the tubing at the peristaltic pump. The customer replaced the tubing, which repaired the leak. The customer verified that the leak was repaired. (B)(4).

Event description:
The customer reported what appeared to be a blue clenz leak from the bottom front of the coulter act diff analyzer. The customer opened the side door and noticed that the peristaltic pump had leaked. The volume of the leak was approximately 20 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.